Event description:
It was reported the tip of the device broke off in the patient during a gyn procedure. At the time of this report the tip was not found. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500awhen additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.